Event description:
It was reported that a patient presented to clinic for follow up. Device interrogation revealed far oversensing on the atrial lead. Atrial lead dislodgement was suspected. No changes or intervention was reported. There were no patient consequences.